Event description:
Baxter (B)(4) received a report that an intermate had the distal luer detach from the tubing before use. The device was filled with a solution of d5w. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 200 ml of fluid in the reservoir. Visual examination of the unit confirmed the reported condition of a distal luer detached from the tubing. The root cause was determined to be a broken luer post. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. The incorrect manufacturing date was included in the initial medwatch.